Manufacturer narrative:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a carto 3 and an unwanted pacing issue was observed. After completing pacing through the carto 3 system, during the discharge a few seconds later, pacing was performed and captured the myocardium. There was no impact on the patient. The procedure was completed without patient's consequence. The investigation was completed on 24-jul-2025. An investigation was initiated by the manufacturer to investigate the issue, it was found that the artifact, initially suspected by the customer to be pacing event, was not actually pacing. The artifact seen occurred approximately 2 seconds after pacing ends when the modified filtering ends, which correlates it directly to the change in gain and filtering. At the end of the pacing sequence, the modified gain period and different high pass filtering on the ECG channel were restored to default. Moreover, the artifact that was seen had no pacing footprint pattern on other ECG electrodes. System behaved as designed. The history of customer complaints reported during the last year and associated with carto 3 system # 55533 was reviewed. No similar additional complaint was found. A manufacturing record evaluation was performed for the carto 3 system # 55533, and no internal actions related to the reported complaint condition were identified. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The hardware investigation has begun but it has not been completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a carto 3 and an unwanted pacing issue was observed. After completing pacing through the carto 3 system, during the discharge a few seconds later, pacing was performed and captured the myocardium. Timing was during eps. There was reproducibility. Connected beat 1-6 and 9-12 to the pin box for ref/deca. Further along, the catheter was connected via the shock ep. The pacing occurred when pacing from beat 9-10 with the new ECG. Since the same issue did not occur with the electrode catheter that did not go through carto 3 system, eps was performed to diagnose it and the procedure was completed. There was no impact on the patient. Requires verification. The procedure was completed without patient's consequence. Additional information was received. Primary pacing port and ablation was not performed. The nihon kohden pacing stimulator was used. It was planned pacing. After completing pacing through the carto 3 system, during the discharge a few seconds later, pacing was performed and captured the myocardium. The pacing occurred when pacing by beeat (manufactured by japan lifeline) 9-10 electrodes with the new ECG. The unwanted pacing occurred on the beeat (manufactured by japan lifeline) 9-10 electrodes.